Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: mentor siltex round moderate profile 275cc saline breast prosthesis, catalog #3542640, lot #124616. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation procedure with an mentor siltex round moderate profile 275cc mentor saline prostheses when the right breast prosthesis deflated after implantation. In addition, the patient developed capsular contracture (baker grade unknown) in both breasts. As a result, the patient underwent bilateral explantation and replacement with mentor smooth round high profile 310cc saline breast prostheses on (B)(6) 2018. This medwatch report is for the left breast prosthesis.

Manufacturer narrative:
On 09/11/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 09/12/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. White material was observed within the device. Yellow material was observed on the shell surface. Upon initial inspection, the device appears intact. No other anomalies were discovered. The product evaluation (pe) team concluded that the capsular contracture reported is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. There is no evidence that the issue is related with manufacturing. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).